Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter: address unavailable. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result. (B)(4). The following has been provided by the initial reporter: it was reported that the customer was questioning the results. Customer took the test and got negative result in the app but is seeing 2 lines on the test stick.

Manufacturer narrative:
Change in reportability. This complaint is no longer reportable. This MFR. Report # 1119779-2022-00041 is void.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result eua #(B)(4). The following has been provided by the initial reporter: it was reported that the customer was questioning the results. Customer took the test and got negative result in the app but is seeing 2 lines on the test stick.